Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported that the patient had not had a 50% reduction in their incontinence symptoms at night. It was noted the patient would take half of a sleep aid pill before bed, wake up around 3 a.m. To use the restroom and void, take the other half, and would wake up in the morning soaked after they had an accident. The patient stated they had felt stimulation in the upper right buttock where the ins was located, and weren't sure if that was why the symptoms remained uncontrolled at night. The stimulation at the ins location was not uncomfortable, but their healthcare provider advised them to not make adjustments prior to a follow-up appointment on (B)(6) 2020. The caller was redirected to follow-up with the patient's healthcare provider.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the circumstances that led to feeling stimulation in the ins pocket was that the device had just been put in and as time went on, the feeling went away. It was reported the issue was resolved with time and the doctor adjusting stimulation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's daughter. They reported that the patient was experiencing incontinence of the bowl and that they had not had that before they got the device for their bladder. They didn't have the bowl issues every day, but yesterday they couldn't get to the bathroom. The caller wanted to know if the stimulator could cause the issue, patient services explained that it could happen. They turned it up a week and half ago to 2.0 v, which was when they believe it started. They had been at 1.6 volts before they increased it at the doctor's office. The doctor had increased it to 2.4 volts, but that was uncomfortable so they brought it down to 2.0 v. Patient services told the caller to contact the doctor to see if they wanted the patient to decrease the stim or to try a different program and if they needed help adjusting, to call back.